Event description:
It was reported that this attempted implant probe (lead) detached from the muscle several times. The lead is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).